Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 441 mg/dl with associated symptoms of nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the a1 weekday basal rates disappeared from the pump settings. The reporter stated that her daughter sometimes touches the pump. Animas customer support determined that the reported issue was associated with use error. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with use error.